Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient did not calibrate according to user guide recommendations. Patient care specialist did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).